Manufacturer narrative:
Unit needs to be returned to manufacturer (nortech) for power supply upgrade to correct power failure issue on old units. Unit has never been upgraded. Upgrade is called "5 volt rework kit pn:66-54960-0". (B)(4)

Event description:
It was noted that the gas was not flowing during the procedure and nothing was indicated on the front panel. The insufflator was turned off and on again, but it did not respond. It started suddenly after a few times of turning off and on. Procedure was changed to an 'open procedure'. The unit functioned when it was checked in the o.r. The day before.